Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The formed needle and bottom housing were inspected for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/ bruising could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Timeouts were generated during run. The device was paired with a master pdm to deliver a bolus; the timeouts that were present in the original data were not generated during the rerun. No other damages or defects were found during inspection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 290 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.